Manufacturer narrative:
A visual examination of the returned uphold vaginal support system revealed that the suture on the blue dilator is broken and the dart was found behind the capio cage with a small amount of suture still attached to it. In addition, no damage was found on the mesh and the capio suture capturing device. Also, the original packaging was not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The event occurred outside the patient and was most likely caused by handling of the device or portion of the device without patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packing for return. Therefore, the most probably root cause for this event is determined to be handling damage.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system device was opened for use during a sacrospinous ligament fixation procedure performed on (B)(4) 2016. According to the complainant, during the procedure and outside the patient, the device packaging was noted to be damaged. Upon opening the package, the physician noted the needle was detached from the suture. A second uphold vaginal support system device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem of needle detachment. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system device was opened for use during a sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure and outside the patient, the device packaging was noted to be damaged. Upon opening the package, the physician noted the needle was detached from the suture. A second uphold vaginal support system device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.